Event description:
It was reported by the (B)(6) distributor that the hospital experienced a device malfunction involving an aortic punch. Prior to using it on the pt, the surgeon tested the device. It was reported that he was unable to depress the handle and that he felt the blade was hung up by something. Another punch was used to complete the procedure. There were no pt complications reported as a result of the alleged event. The punch was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt' history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.